Manufacturer narrative:
Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
It was reported that during a procedure of a mildly calcified sfa, the balloon took longer than usual to inflate. Once the balloon was inflated to unk atms, the balloon would not deflate. The physician advanced the guiding catheter over the proximal end of the balloon, and in conjunction with the back end of the guide wire punctured the balloon to deflate. There was no reported pt consequence and no add'l info available.